Event description:
The device issue occurred at the beginning of a colonoscopy procedure. According to the report the intended procedure was completed with the same device. There was a delay in the procedure approximately 8 minutes however, there was no patient harm or injury to the patient was reported. Device was inspected prior to use.

Manufacturer narrative:
This supplemental report #1 updates the following section: b5,g4,g7,h2,h6 and h10 .

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed that the lamp disappeared due to the power supply connected to the device became unstable or the vent was blocked by a foreign object and the temperature increased. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: immediately turn off the light source and inspect the lamp as described in the instruction manual for the light source. If no irregularity is observed on the lamp, immediately turn off the light source, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was not confirmed. The device was tested and passed the full inspection. In addition, the lamp brightness was set to a maximum of 4 hours and the reported issue was not duplicated. Based on the evaluation findings, the reported issue was not confirmed. A definitive root cause of the reported issue could not be determined as the reported issue was not duplicated.

Event description:
It was reported that during an unspecified procedure the device clv-190 exhibited an error message e102. According to the reporter, the main lamp goes to spare lamp approximately 20-30 minutes within the case. The intended procedure however was completed with no patient impact or harm was reported.